Event description:
It was reported that the customer had been experiencing high blood glucose levels for the past few weeks. The customer's most recent blood glucose reading was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the caller said the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further will follow once the analysis has been completed. No conclusion can be drawn at this time.